Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015, on behalf of the patient to report that on (B)(6) 2015, the patient experienced a rash under the sensor patch. The patient has seen a dermatologist for this issue and been prescribed a steroid cream for this. The date the patient saw the dermatologist was not provided. The patient is reported to be doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). There is a low chance of this happening. A root cause cannot be determined.